Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "getting a downstream occlusion error at around 5.4," was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A review of the history log revealed "downstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The force sensor requires calibration as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.